Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that upon opening a new pre-connected pack (pcp) to prime prior to a case, priming bag was found to be punctured and oxygenator housing found to be cracked. A new pcp was primed for patient use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the priming bag of the pre-connected pack was unable to be confirmed through the submitted images, and the pack was not returned for evaluation. A specific cause for the reported damage could not be conclusively determined. The submitted images were reviewed, which included an image of the priming bag; however, the reported puncture could not be conclusively confirmed through review of the image. It was reported that the centrimag pre-connected pack, serial (B)(6), would not be returned for evaluation. The centrimag pre-connected pack instructions for use (IFU) warns to not use excessive or damaging force when handling the pack. The IFU warns that a backup pack must be available immediately near the primary pack during support, and if a pack component is dropped and damaged, replace the pack. The relevant sections of the device history record (DHR) for the cmaek, serial (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The production documentation for the priming bag, eurosets lot #7835004 of eurosets model #eu6142/v, was also reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The centrimag pre-connected pack instructions for use (IFU) rev. B, is currently available. The IFU contains the following general warnings: -only trained personnel should use the pack. -a backup pack must be available immediately near the primary pack during support. -do not use excessive or damaging force when handling the pack. -if a pack component is dropped and damaged, replace the pack. The current revisions of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.